Event description:
During preventive maintenance, when the biomedical technician carried out the alarm lamp test, they noticed that the red and blue alarm lamp didn't work but the yellow one did. The red lamp also didn't work in ventilation mode. They replaced the interaction panel alarm lamp led board which resolved the issue. Investigation is ongoing.

Manufacturer narrative:
Update 04mar2024: root cause: the root cause is a defective alarm lamp board. A CAPA has been opened to address the issue. Coordination with the supplier is ongoing. An external institute has been included to support investigation.

Manufacturer narrative:
Update 04mar2024: root cause: the root cause is a defective alarm lamp board. A CAPA has been opened to address the issue. Coordination with the supplier is ongoing. An external institute has been included to support investigation. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
During the preventive maintenance, when the biomed technician is at the user interface and alarm lamp test, she noticed that the red and blue alarm lamp don't work but the yellow does. It also doesn't work in ventilation mode (for the red alarm lamp at least since they don't have heliox). This issue has appeared on three of her g5, it also happened to me on some occasions on the pandemic g5.